Event description:
Patient was receiving an electrotherapy treatment when the device providing the electrotherapy appeared to operate in an unstable manner. The perceived unstable operation resulted in the patient complaining of receiving a shock sensation in the area of treatment. The patient was being treated for lower back pain. The clinician had prescribed the interferential waveform. The electrotherapy treatment parameters had the waveform intensity set to less than 20ma. The treatment time was set for 18 minutes. The treatment frequencies are unknown. The clinician applied the treatment using 2 inch diameter carbon electrodes. A thin moist sponge was applied between the carbon electrode and the patient. The treatment was started with the patient and the patient began to complain of an excessive shock sensation. The clinician terminated the treatment. The patient did not suffer any injury. The patient has received electrotherapy in the past without adverse effects.

Manufacturer narrative:
Awaiting return and evaluation of the device.